Event description:
Pt was admitted to surgery for a right knee replacement. Five mins into the procedure the proflate tourniquet lost pressure from 300mm/hg to 180 mm/hg. The proflate was disconnected from the tubing and cuff. The tubing and cuff were immediately reconnected to another tank to increase the pressure during the procedure. No pt injury.